Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and pulled back into the right atrium. This caused the implantable cardioverter defibrillator to oversense far p-waves and deliver inappropriate high voltage therapy. The lead was explanted and replaced.